Manufacturer narrative:
The reported events were helix could not be extended, inadequate capture and p-wave amplitude variation. The reported event of helix could not be extended was confirmed. As received a complete lead was returned in one piece for analysis. Visual examination found the helix retracted and clogged with blood/tissue. The x-ray inspection found over torque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted from the inner coil. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported events of inadequate capture and p-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures, due to over torqued inner coil inside the connector region occurring at procedure the lead was shorted. Visual and x-ray analysis did not find any other anomalies.

Event description:
During a revision procedure, there was increased threshold capture and varied p-wave sensing values noted on the right atrial (ra) lead. The helix was unable to be retracted during lead repositioning. The ra lead was finally explanted and replaced to resolve the event and the patient was stable.